Event description:
It was reported that during an epigastric sleeve procedure, the jaws on the enseal failed to reopen. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.